Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: thermocool smarttouch sf catheter. St. Jude medical sr0 11 french sheath. Carto patch. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a redo pulmonary vein isolation (pvi) ablation procedure under general anesthesia for paroxysmal atrial fibrillation with a lasso 2515 nav eco variable catheter and suffered a medical device entrapment requiring surgical intervention. After ablation phase, the lasso catheter was maneuvered near the mitral valve and slipped through into the left ventricle. Upon attempting to remove the lasso from the ventricle, the lasso tip (poles 1-2) was entrapped near the mitral valve apparatus and the chordae tendinae. Attempts to disentangle the lasso were not successful. Surgeons reviewed the transesophageal echocardiogram and found the lasso loop to be caught in the mitral valve apparatus. The patient was transferred to the operating room for open heart surgical intervention to remove the lasso catheter from the mitral valve apparatus. The patient required extended hospitalization as a result of this adverse event. The patient's current status is unchanged. This event was assessed to be life-threatening. The physician's opinion regarding the cause of the adverse event is that it was procedure related, as the lasso slipped into the left ventricle. It was noted that this is an uncommon, yet known complication that can occur when using the lasso in the left atrium. There were no reports of any bwi product malfunctions. Medical history includes: previous hybrid (ablation and surgery) atrial fibrillation ablation.